Event description:
It was reported that the magna sizer broke during use. Reportedly, the surgeon noticed that the device was cracked; however, a piece broke off into the patient's chest when the surgeon was manipulating the sizer with forceps. It was reported that the surgeon was able to retrieve the piece.

Manufacturer narrative:
Device not returned.